Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 41 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The fresenius 2008t sounded a blood leak alarm. The blood leak was noted as being an internal blood leak. It was confirmed that blood test strips were used and tested positive for blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Added lot number the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 41 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The fresenius 2008t sounded a blood leak alarm. The blood leak was noted as being an internal blood leak. It was confirmed that blood test strips were used and tested positive for blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was returned to the manufacturer for evaluation. Upon receipt of the dialyzer, it was note that blood was visible in the threads of the heard cap and blood was visible on the outside of the dialyzer, which indicates that there was an external blood leak with the dialyzer.

Manufacturer narrative:
Additional information: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: the dialyzer was confirmed as discarded and is not available to be returned. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Out of the six identified lot numbers, two lots had one approved temporary deviation notice (dn). They are unrelated to the reported complaint event. There was no indication of product nonacceptance, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.